Event description:
It was reported that within one day post implant of a left ventricular lead, the patient experienced sustained ventricular tachycardia (vt) with dizziness. The physician noted the lead pacing may have been proarrhythmic. The device was reprogrammed to enable an anti-tachycardia pacing algorithm, the vt terminated, and the patient's medications were increased. The lead remains in use. Additionally, the device was noted to have migrated. The device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 4076 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).